Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary # product ID# 693558 a proximal portion was received measuring 15.5 cm. A distal portion was received measuring 41.5 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. It was noted that the right ventricular (rv) lead triggered an alert due to noise and high impedance from a possible lead fracture. The lead was programmed off until it can be revised. No further patient complications have been reported as a result of this event.